Event description:
The report received from the affiliate indicated that during deployment of a 6 fr. Exoseal vascular closure device (vcd), during retraction of the vcd and sheath the indicator window changed to a black/black pattern but the bleed-back never stopped. Therefore, the exoseal with the sheath introducer was come out of the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The procedure was a percutaneous coronary intervention (pci) of the proximal/mid right coronary artery (rca) which was mildly calcified and not tortuous. After the pci, the exoseal was inserted into a non-cordis sheath. A retrograde approach was used. The physician was certified for use of the device with the number of cases performed unknown. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported resistance/friction during insertion of the device into the sheath. There was no reported difficulty connecting the exoseal device with the sheath. The sheath was retracted until the hub engaged with the indicator wire cowling. The sheath locked against the handle assembly and an audible click was heard. No additional information is available.

Manufacturer narrative:
During deployment of a 6 fr. Exoseal vascular closure device (vcd), it was reported that during retraction of the vcd and sheath introducer, the indicator window changed to a black/black pattern but the bleed-back never stopped. Therefore, the exoseal with the sheath introducer was removed of the patient without plug placement. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) of the proximal/mid right coronary artery (rca) which was mildly calcified and not tortuous. After the pci, the exoseal was inserted into a non-cordis sheath. A retrograde approach was used. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no reported resistance/friction during insertion of the device into the sheath. There was no reported difficulty connecting the exoseal device with the sheath. The sheath was retracted until the hub engaged with the indicator wire cowling. The sheath locked against the handle assembly and an audible click was heard. The physician was certified for use of the device with the number of cases performed unknown. The product was clinically used and it will not be returned for analysis. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.